Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer was treated with insulin pump for high blood glucose. The insulin pump was not in auto mode at the time of high blood glucose event. The insulin pump will be returned for analysis.